Event description:
It was reported to cayenne medical that following a rotator cuff repair using quattro link anchors in 2017, the patient was unable to raise arm approximately 6 weeks prior to revision surgery ((B)(6) 2018). Revision event description was reported as "arthrotomy, removal of anchors, tissue and bone samples from humeral head removed to rule out infection, surgical technique followed for reverse tsr, surgeon concern over bone loss around anchors."